Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the coating of the image guide (ig) snake tube is peeling off (1 mm² or more) and peeling (delamination) of the curved rubber adhesive joint was observed. Based on historical data, the reportable malfunction probable causes are most likely due to some kind of stress such as damage or deterioration of parts. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited that the coating of the image guide (ig) snake tube is peeling off (1 mm² or more) and peeling (delamination) of the curved rubber adhesive joint was observed. There was no patient involvement.